Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over 18 years old. The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. However, the complainant reported that the device was not expired. Reported event of corewire broken. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an amplatz super stiff guidewire was used during an antegrade stent placement post percutaneous nephrolithotomy (pcnl) procedure performed on (B)(6) 2016. According to the complainant, during the procedure the surgeon felt the guidewire unraveled while it was being pulled from the stent. The flexible end had uncoiled and the corewire was noted to be broken. Additionally, no parts of the guidewire had detached inside the patient. The procedure was competed with this device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.